Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 164 mg/dl at the bedtime. The customer had 22 units of carbohydrates and 2.17 units of insulin delivered by insulin pump and her blood glucose went down to 50 mg/dl. Customer stated that her retainer ring was not damaged. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.